Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported that on clinitest covid19 self test for lot 2201382eua, the t-line got smudged after pouring the sample, making the result unreadable. There was no reported injury due to this event.

Manufacturer narrative:
Customer was walked through the steps to test. Also, if the tests are not stored or handled properly can smudge the test result screen.. More information has been requested from the customer to be able to perform further investigation. The cause of this event is unknown.

Manufacturer narrative:
The manufacturer has completed the investigation. Based on the lot number provided by the customer, no irregularities were found after reviewing the relevant manufacturing documents. Manufacturer also conducted tests on samples retained from the lot. The samples met the qc standard for line intensity and no wicking. Based on above investigation, manufacturer was unable to replicate the customer's compliant. The cause of this event is unknown.